Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an erratic heart rate and they felt awful. They also noted that they experienced hypertension and their blood pressure was also very low. It was further reported that their "implantable pulse generator (ipg) had tripped in the morning". The ipg remains in use. No further patient complications have been reported as a result of this event.